Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 40 mg/dl. Reportedly, the customer became unconscious. Reportedly, the customer was taken to the emergency room and was subsequently admitted to the intensive care unit in the hospital where bg was treated intravenously with unspecified fluids. The customer was discharged on 6/12/2026 with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.